Event description:
A dialysis facility reported that the machine gave an alarm (type unknown) during treatment. The nurse found that the arterial needle had been pulled out and the extracorporeal circuit was full of air and foam. The blood pump was still running so she immediately clamped the fistula needle and turned off the blood pump. The pt was asymptomatic and the nurse does not believe that the pt received any air. There was no serious injury of illness.